Manufacturer narrative:
Unit failed displacement test, with 143.9 units remaining on status screen, and motor error alarm noted during rewind due to motor encoder out of phase. Unable to confirm the motor position encoder alarm due to motor error alarm. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The caller reported via phone call that the insulin pump alarmed motor position encoder error after exposing it to a MRI. In the alarm history a motor error alarm was found. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.